Event description:
It was reported to philips that the wired footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed using wireless footswitch. There was no harm reported to philips. Upon troubleshooting, the philips field service engineer (fse) visited onsite and examined the system but could not replicate the reported issue and found no issues with the wired foot pedal, and it was working as expected. However, the issue reoccurred and fse replaced the wired footswitch to resolve the issue. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.